Manufacturer narrative:
Compromised force system sensor alarm during the basic occlusion test due to moisture damage inside the force system resistor. Pump passed the stop current, run current and displacement tests. Unable to perform the self test, restart error test, off no power test, occlusion test and no delivery test due to compromised force system sensor alarm. Moisture damage found on the lcd board. No blank display noted. Pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 137mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. Troubleshooting found that the pump got wet. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.